Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a fast-fix was used during an arthroscopy, after applying the first time the grey actuation trigger, both implants were triggered at once. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The deployment needle is in the t2 pre-deploy position. The anchors and suture were not returned with the device. No visible damage to the device. A functional evaluation revealed the device functions as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.